Manufacturer narrative:
The reported events were failure to capture and dislodgement. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical tests did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
It was reported that the patient presented for follow-up one day post-implant. A device interrogation revealed loss of capture exhibited by the left ventricular lead. A subsequent x-ray revealed that the lead had dislodged from the original implant position. The patient was scheduled for replacement and the lead was explanted. The patient was recovering.